Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01743.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed the initial smart coils in the target vessel using the handle. Next, the physician advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. It was reported that the pusher assembly of the smart coil had broken off inside the handle. Therefore, the smart coil was removed, and the handle was no longer used for the remainder of the procedure. The procedure was completed using additional smart coils and another handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: a piece of broken pet heat shrink was found inside the handle nosecone funnel. The handle body was opened, and no fragment of smart coil was observed. Conclusions: evaluation of the returned handle revealed a functional device. During the functional testing, the handle was able to detach a demonstration smart coil without an issue. The reported complaint could not be confirmed. Further evaluation revealed a piece of broken pet heat shrink was stuck inside the handle nosecone. This was likely incidental to the reported complaint and may have occurred during removal of the smart coil from the handle. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01743.